Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use in.pact av balloon to treat patient with a 5 fr non-medtronic (ultra high flow sheath) sheath and a 35 inch non medtronic (radifocus) guidewire. A non-medtronic (boston) inflation device was used to inflate the balloon. It was reported that a vertical balloon burst occurred at 5 atm during balloon inflation. After removal, it was confirmed that no remnants were present within the vessel, and the procedure was concluded. Issue occurred during first inflation. No vessel injury noted. No patient injury reported.